Event description:
The customer reported the system exhibited failed saved data errors. This error will preclude the system from properly saving patient image data. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and reloaded software. The system operates as intended.